Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed that the chamber was cracked at the bracket. The crack stretches from the base towards the dome of the chamber. Small cracks were also noted under the baffle and under one port. A lot check revealed no other complaints of this nature for lot number 120718. Conclusion: we were unable to determine the cause of the damage observed on the returned mr290 autofeed humidification chamber. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer reported that the crack appeared after one day of use, indicating that the fault occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that water was leaking from the connection between the chamber dome and base plate on an mr290 autofeed humidification chamber after one day of use. The hospital further reported that a crack was found on the chamber dome. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that water was leaking from the connection between the chamber dome and base plate on an mr290 autofeed humidification chamber after one day of use. The hospital further reported that a crack was found on the chamber dome. No patient consequence was reported.